Manufacturer narrative:
The treatment tip and datacard logs were returned for evaluation. Evaluation of the treatment tip found no issues related to this event. Failed leak testing and a dent on the surface of the tip, does not cause any risk to patient since the radio frequency energy is still able to distribute evenly across the tip membrane. A review of the manufacturing records showed all requirements were met. Evaluation of the treatment tip found no issues related to this event. Based on the evaluation of the data, the handpiece and system performed as expected. Service did not confirm customer''s report of unstable energy from the device. The thermage technical user¿s manual states the procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Based on the available information, burns and blisters are known possible adverse patient reactions to thermage flx treatment.

Manufacturer narrative:
The tip was returned and evaluated. Tip failed leak testing and visual inspection due to a dent found on the surface of the tip. Tip passed thermistor testing. No functional test was performed due to the tip being expired. The review of the system/data logs does not indicate there is any handpiece or system issue present. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A health professional reported that a patient experienced pain and burns on the right side of the face and epithelial damage on the right side of the forehead immediately after undergoing a thermage treatment. The patient was placed under an unknown anesthesia during the treatment. Available photos were reviewed and multiple small scabs are visible on right lower side of the face with less number of scabs on the neck area. The current status is reported as scabbing with the outcome unclear at this time. The patient was treated with an unknown medication. It is unknown if there will be any permanent scarring. The highest energy level used was between 2-4. It was reported that one bottle of cryogen fluid was used. Error messages were observed and the treatment tip felt hot. The tip was inspected before and during the treatment at every 100 pulses and no issues were noted.

Manufacturer narrative:
The tip has been requested but not yet received. Additional information has been requested. Based on all available information, no causal factors can be determined and no conclusion can be drawn.